Event description:
It was reported that during a hepatectomy procedure, the device had error code 5: instrument. Not noted how the case was completed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.